Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and identified the failure mode as a worn carbon bridge and syringe pump drive. The fse replaced the carbon bridge and syringe pump drive to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for ion selective electrode (ise), including sodium (na), chloride (cl) and carbon dioxide (co2) on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the initial results for seven (7) patient samples.